Event description:
It was reported the device exhibited a 'cassette not attached' error and downstream occlusion damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the inoperable dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.